Manufacturer narrative:
(B)(4). On (B)(4) 2016, rayner's (B)(4) distributor reported that a healthcare professional had observed the post-operative development of opacification of a sulcoflex multifocal 653f iol. The distributor has advised rayner that the healthcare professional has indicated that he intends to explant the opacified sulcoflex multifocal 653f iol and exchange it. Our review of production records for the sulcoflex multifocal 653f iol batch 089e92341 showed that all manufacturing and quality checks were carried out with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the sulcoflex multifocal 653f ioll (august 20069) was carried out in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the sulcoflex multifocal 653f iol batch 089e92341. The sulcoflex multifocal 653f iol is not available in the USA; however, as the lens is manufactured from the same material as rayner devices on the market in the USA the event is being reported. Device not returned.

Event description:
On (B)(6) 2016, rayner intraocular lenses limited received notification from its (B)(4) distributor that a healthcare professional had observed the development of opacification on the centre part of a sulcoflex multifocal 653f iol.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The healthcare facility reports that the sulcoflex multifocal 653f iol was implanted on (B)(6) 2010. Post-operatively, the patient underwent a number of additional surgical procedures, including two valve implants and an I-stent implantation. On (B)(6) 2016, the patient consulted the reporting healthcare professional and decided to discontinue use of all glaucoma drops as he had developed allergies to all medications prescribed. In an unspecified amount of time after the consultation of (B)(6) 2016, the healthcare professional observed an opaque spot on the sulcoflex multifocal 653f iol implanted in the right eye. Within the initial notification of this event, rayner were advised that the healthcare facility planned to exchange the iol. No further information on this procedure has been made available to rayner nor has the device been returned. "Active ocular diseases (chronic severe uveitis, proliferative diabetic retinopathy, chronic glaucoma not responsive to medication") is contraindicated in the sulcoflex IFU. The following potential causes of calcification/opacification have been discussed in the literature: multifactorial, (1) repeated exposure to intracameral air (2), raised intraocular pressure (2), may be more likely in complicated, traumatised eyes (2), as a result of direct contact between the iol surface and the exogenous guas or substance, a metabolic change in the anterior chamber due to the presence of the exogenous gas/substance in the eye or an exacerbated inflammatory reaction after multiple surgical procedures (3), trauma of repeat surgery involving in re-bubbling potentially disrupting the blood aqueous barrier, increasing the concentration of calcium ions (4). Our review of production records for the sulcoflex multifocal 653f iol batch (B)(4) showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the sulcoflex multifocal 653f iol (january 2010) was carried out in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the sulcoflex multifocal 653f iol batch (B)(4). References: (1). Walker nj et al. Calcification of hydrophilic acrylic intraocular lenses in combined phacovitrectomy surgery. J refract surg 2010; 36:1427-1431 (2). P. Morgan warren et al. Intraocular lens opacification after descemets' stripping automated endothelial keratoplasty (dsaek) (2014 escrs poster presentation) (3). A dhital et al. Calcification in hydrophilic intraocular lenses associated with injection of intraocular gas. American journal of ophthalmology: 2012; jun;153(6):1154-60 (4). L werner et al. Localised opacification of hydrophilic acrylic intraocular lenses after procedures using intracameral injection of air or gas: 2014: vol 41, issue 1, p199-207 device not returned to manufacturer.

Event description:
On (B)(6) 2016, rayner intraocular lenses limited received notification from its (B)(6) distributor of an event that occurred following implantation of a sulcoflex multifocal 653f iol. The event description provided to the distributor by the healthcare professional states "it was then noted that he had an opaque spot on his right sulcoflex lens. It will need to be exchanged".